Manufacturer narrative:
The lead remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead recorded a high, out-of-range shock impedance measurement, resulting in an alert in the remote monitoring system. However, the value was not displayed in latitude yet. Technical services discussed that the measurement is taken every 21 hours but is not posted until 24 hours. The patient was admitted to the hospital until the implanted device could be checked. A local boston scientific representative checked the device and saved data for technical services to review. Review of the data showed one high, out-of-range shock impedance value of 125 ohms, then the measurements returned to normal. There were no events recorded, and no issues were provoked during the follow up. Therefore, technical services recommended to continue with routine follow ups. No additional adverse patient effects were reported outside of the hospitalization. The lead remains implanted and in service.